Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and sensor plug was properly seated. No issues was observed with the sensor. The returned sensor was further investigated and de-cased. Visual inspection has been performed on the de-cased sensor's pcba (printed circuit board assembly) and adhesive marks was observed on pcba. Burn marks, evidence of electric shock or fire was not observed. An extended investigation was also performed. Returned pcba (printed circuit board assembly) was observed and no abnormalities was found. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Sensor was monitored with a thermal camera during its normal operating mode and did not see any hot spots. No issues were observed during testing. No evidence of electrical shock was observed, and the coin cell battery in the sensor did not supply enough voltage (1.5v) to create a discernible shock. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports an electric shock while wearing an adc device. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reports an electric shock while wearing an adc device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. The device manufacturer date for the reported sensor is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.